Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. No signs of use were observed on the device. Visual inspection revealed the guide wire was kinked near the distal end. Microscopic inspection of the guide wire confirmed the damage. The distal weld was observed to be present and appeared full and spherical. The kink in the guide wire was located 7 mm from the distal tip. The core wire length from the handle to the distal tip measured 4 5/8", which is within the specifications of 4 7/16"-4 11-16" per product drawing. The guide wire outer diameter measured 0.399mm, which is within the specifications of 0.381-0.404mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip." The guide wire was attempted to be threaded through the needle cannula. However, major resistance was encountered inside the needle cannula, and the guide wire was not able to pass. A device history record review was performed, and the following relevant findings were identified: for material n5-03750-006, two non-conformances were initiated for batches 14p19b0051 and 14p19a0053 in regards to arterial-swg/needle resistance. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire contained a small kink near the distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. All relevant dimensional requirements were met. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (march 2019 - april 2019) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 13oct2022, the spring wire guide (swg) was found kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported on (B)(6) 2022 the spring wire guide (swg) was found kinked prior to use on the patient. There was no patient involvement.